Event description:
Since switching continous glucose monitor from dexcom g6 to dexcom g7, we have seen a 75% failure rate meaning the monitor will stop working before the 10 days it is supposed to last. Dexcom has replaced 5 of the 6 monitors that have failed out of the 9 used so far since (B)(6) 2024. My sons continous glucose monitor is on a closed loop with his insulin pump which stops giving insulin when it stops receiving readings therefore there is a risk of his blood glucose going high and him going into dka or worse. Reference reports: mw5154856, mw5154858, mw5154859, mw5154860, mw5154861.